Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has experienced recurring insulin flow blocked alarms event on (B)(6) 2026 during therapy, due to reservoir connection issue. The patient experienced high blood glucose (307mg/dl) for more than four hours and got treated with manual injection. No further information available.